Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation the pulse generator exhibited oversensing far r signals on the atrial channel causing inappropriate automode switch. The device remained implanted.